Manufacturer narrative:
(B)(4)

Event description:
It was reported a 3-lumen cvc was being inserted into the patient's femoral vein. When the dilator was inserted the guide wire unraveled. Both the dilator and guide wire were removed intact and a second kit was opened and used. There was no patient death or complications reported.